Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported